Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charger looks as if it has been melted. The patients blood glucose levels were high but they stated it was due to being sick and were on steroids resulting in the high blood glucose.